Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) was returned for investigation. Visual inspection of the returned product identified wear and debris about the implant threads, and the implant collar is noted to be fractured. Additionally, the internal hex feature was noted to contain a fractured piece of the implant's transfer mount hex. The customer has not provided additional pictures or x-ray images of the product. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complaint reported that the implant fractured by the collar. Another implant has been placed (diameter 3) during the same surgery. The reported complaint was confirmed following inspection of the returned product. A definitive root cause for this complaint could not be determined. The following sections have been updated: date of this report, manufacturer, expiration date, UDI, office contact - manufacturing site, date received by manufacturer, type of report, follow-up number, follow up type, device evaluated by manufacturer: change ¿no' to 'yes', device manufacture date, evaluation codes, additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Lot number unknown / not provided. Email address unknown / not provided. Additional PMA/510(k) number - k011028 / k013227.

Event description:
It was reported that the dental implant collar fractured. Another implant was placed during the same surgery.